Manufacturer narrative:
The event of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, "in the post operatory suffered a strong infection."

Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown in the prosthesis, and "" in the post operatory suffered a strong infection". Device has been explanted.

Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown in the prosthesis, and "" in the post operatory suffered a strong infection". Device has been explanted.

Manufacturer narrative:
Corrected data: d6b.